Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump finished an infusion (medication unknown, volume set to 480ml and a rate of 75ml/hr) and then the nurse had to manually re-set the pump to infuse an additional 20ml. The nurse then tried to scan a norepinephrine infusion order to the pump however the bag volume kept coming up with a volume at 20ml when it should have been 500ml. The event occurred in the intensive care unit during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.